Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm model#: sc-1132 serial#: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had high impedances when the bsn sales representative connected the leads to ipg and they were not functioning. The patient underwent a revision procedure wherein the ipg and leads were replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial#: (B)(4) description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that patient was experiencing inadequate stimulation.

Event description:
A report was received that the patient had high impedances on several malfunctioning contacts on the lead. The patient underwent a lead replacement procedure.